Event description:
It was reported that the patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system high out of range shock impedance measurements. Possible causes were discussed and the patient was brought to the clinic and the shock impedances were in range. It was noted that two defibrillation threshold (dft) tests were performed on the implant. The first dft test was performed and was unsuccessful. A second dft was then performed and was successful and post-shock impedance measurements decreased. An x-ray was recommended to confirm system placement. The device remains in service and no adverse patient effects were reported.